Event description:
It was reported that a one-link non-dehp y-type microbore catheter extension set disconnected and leaked. The set had been used and contained blood residue. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received the sample for evaluation. Visual inspection revealed a disconnection between the micro bore bifurcated y junction and the tubing. The cause was determined to be due to insufficient solvent during manual assembly. A CAPA was initiated to investigate this issue; awareness was provided to the personnel involved in the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.